Event description:
On approximately on (B)(4) 2014, the reporter stated that a critically ill, unstable pt with a ruptured aneurysm had experienced repeated interruptions to their cardiac life support with resulting hypertension. The inotropes were infusing via syringe pump and the pump repeatedly alarmed pump occlusion even though the IV tubing was patent and the pump was changed. The health care professional had manually infuse the inotropes. These interruptions may have contributed to a failure to administer the inotropes to the pt. On an unk date the pt was deceased.

Manufacturer narrative:
Bd was directly informed of the event by the irish regulatory body. No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk.